Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted (B)(6) 2009, 6949-65 lead implanted (B)(6) 2004 product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned to the manufacturer with no paperwork after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.